Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be confirmed. It was found that the door winch was binding up. The door open and close was manually cycled twice. The issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that they were unable to open the door. The system would start to open and then stop. Technical services (ts) walked the site through attempting to use the override button but the door behaved in the same manor. The site reported that they could hear the system make a different noise than they were used to. Site used a non-medtronic imaging system for the case. The system was not around a patient; the site was getting ready for a case. There was no patient present when this issue was identified.